Event description:
It was reported that during the course of a total knee arthroplasty the ortholock ex-pin 3x110 broke during insertion into the tibial bone. A broken fragment remains in the patient's tibia. This was the first time use of the pin. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that during the course of a procedure the ortholock ex-pin 3x110 broke during insertion into the tibial bone. A broken fragment remains in the patient's tibia. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. No further information was available regarding this event at this time.

Manufacturer narrative:
Device not returned.